Manufacturer narrative:
Date rec'd by MFR: 04aug2019. The service technician confirmed the reported problem. The service technician replace the touch screen, the problem has been resolved and the equipment has been in normal use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19july2019.

Event description:
The customer reported touchscreen failure. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.